Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s))/ migration of essure device (there were out side of the fallopian tube)") and uterine perforation ("perforation (uterus)") in a 40-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's concurrent conditions included perineal pain, pelvic adhesions and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed),laparoscopic bilateral tuba). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils noted on the right ostia and four coils noted in the left ostia. Diagnostic results: (B)(6) 2017, surgical pathology report: specimen: uterus, cervix with essure implant gross description: a 2.3 cm in length x 0.2 cm in diameter shiny metallic gray coiled wire is inserted into the right fundus and a similar 2.0 x 0.2 cm coiled wire is inserted into the left fundus. Final diagnosis: uterus, cervix (82 grams) and essure implants x2 , vaginal hysterectomy and foreign body removal: - nabothian cyst - chronic cervicitis - endometrial polyp - basalis endometrium - leiomyomata, intramural (0.7 cm in greatest dimension) - essure x2. (B)(6) 2017, procedure performed: vaginal hysterectomy operative findings: uterus was prolapsed, second degree, 10 weeks. The essure device perforated through bilaterally partially embedded in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation , uterine perforation, pelvic pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s))/ migration of essure device (there were out side of the fallopian tube)") and uterine perforation ("perforation (uterus)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn't undergo an essure confirmation test". The patient's concurrent conditions included perineal pain, pelvic adhesions and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2017, surgical pathology report: specimen: uterus, cervix with essure implant gross description: a 2.3 cm in length x 0.2 cm in diameter shiny metallic gray coiled wire is inserted into the right fundus and a similar 2.0 x 0.2 cm coiled wire is inserted into the left fundus. Final diagnosis: uterus, cervix (82 grams) and essure implants x2 , vaginal hysterectomy and foreign body removal: - nabothian cyst - chronic cervicitis - endometrial polyp - basalis endometrium - leiomyomata, intramural (0.7 cm in greatest dimension) - essure x2. (B)(6) 2017, procedure performed: vaginal hysterectomy operative findings: uterus was prolapsed, second degree, 10 weeks. The essure device perforated through bilaterally partially embedded in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation , uterine perforation, pelvic pain, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation, vaginal haemorrhage, abdominal pain, device monitoring procedure not performed were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s))/ migration of essure device (there were out side of the fallopian tube)") and uterine perforation ("perforation (uterus)") in a 40-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's concurrent conditions included perineal pain, pelvic adhesions and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant, total hysterectomy (uterus and cervix removed), (laparoscopic bilateral tuba). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were three coils noted on the right ostia and four coils noted in the left ostia. Diagnostic results: (B)(6) 2017, surgical pathology report: specimen: uterus, cervix with essure implant gross description: a 2.3 cm in length x 0.2 cm in diameter shiny metallic gray coiled wire is inserted into the right fundus and a similar 2.0 x 0.2 cm coiled wire is inserted into the left fundus. Final diagnosis: uterus, cervix (82 grams) and essure implants x2 , vaginal hysterectomy and foreign body removal: - nabothian cyst - chronic cervicitis - endometrial polyp - basalis endometrium - leiomyomata, intramural (0.7 cm in greatest dimension) - essure x2. (B)(6) 2017, procedure performed: vaginal hysterectomy operative findings: uterus was prolapsed, second degree, 10 weeks. The essure device perforated through bilaterally partially embedded in the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation , uterine perforation, pelvic pain, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-oct-2018: mr received, reporter added, lot number added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.